Manufacturer narrative:
Based on the claim against the product by the customer noting no function, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The handpiece of the generator was finger-tightened on the unit. No play or looseness was observed between the instrument and handpiece. Self-test completed with no issues and no errors were identified. Instrument was placed on the system and passed the recognition and engagement test as well. Instrument was advanced through the cannula for use. An instrument motion at the wrist was intuitive. The foot pedal was pressed to deliver ultrasonic energy with no issue. Additional observation not reported was that the harmonic ace instrument was found with teflon pad damage at the distal tip. Missing material, approximately 0.09¿ x 0.03¿, was not returned back. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the harmonic ace instrument was not working. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.